Manufacturer narrative:
B5: the reporter indicated at this time no exchange is planned, the surgeon will closely monitor the patient. The problem was resolved and the patient is happy. The lens remained implanted. Claim # (B)(4).

Manufacturer narrative:
Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -08.50/+1.5/101 (sphere/cylinder/axis), into the patients left eye (os) on (B)(6) 2023. The lens was reported as low vaulting and remained implanted. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.